Event description:
It was reported that after implant of the ICD and lead, ventricular pace/sense impedance had increased from 648 ohms to greater than 2000 ohms. On x-ray, no lead fracture was seen so the patient was brought back to the lab. After checking of the header, setscrews and cleaning, the ventricular pace/sense impedance was ok, but the hvb impedance was greater than 200 ohms. The lead was disconnected and cleaned again, but hvb impedance remained greater than 200 ohms, so the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found; full lead was returned for analysis. There were five sets of setscrew marks on the is-1 pin, and one set it too proximal indicating that the lead was not fully inserted into the device. Other: it was reported that after implant of the ICD and lead, ventricular pace/sense impedance had increased from 648 ohms to greater than 2000 ohms. On x-ray, no lead fracture was seen so the patient was brought back to the lab. After checking of the header, setscrews and cleaning, the ventricular pace/sense impedance was ok, but the hvb impedance was greater than 200 ohms. The lead was disconnected and cleaned again, but hvb impedance remained greater than 200 ohms, so the lead was replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Operational context contributed to event, impedance, high.